Event description:
Manager of radiology department reported employee symptoms of coughing, sore throat, burning eyes, and sinus problems. Employee has been diagnosed with long term dry eye, which could be contributed to a combination of working with chemicals and looking at a computer screen in a dark room for hours at a time. Employee was prescribed an eye drop.